Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems and bleeding. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04437. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and anterior/posterior wall repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04437. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision extruded mesh and cystoscopy on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital ((B)(6)) due to extruded mesh. (Per operative report) it was reported that patient underwent umbilical herniorrhaphy with bard kuger hernia patch, upper gastrointestinal endoscopy on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital ((B)(6)) due to umbilical incisional hernia, chronic pain syndrome, history of ulcer diathesis. (Per operative report) in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent excision extruded mesh and cystoscopy on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital ((B)(6)) due to extruded mesh. (Per operative report). It was reported that patient underwent umbilical herniorrhaphy with bard kuger hernia patch, upper gastrointestinal endoscopy on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital ((B)(6)) due to umbilical incisional hernia, chronic pain syndrome, history of ulcer diathesis. (Per operative report).